Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast augmentation with a saline mentor smooth round moderate profile 225cc and experienced deflation on the right breast implant. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate plus profile 275cc on (B)(6) 2019.

Manufacturer narrative:
On 5/24/2019, it was reported to mentor that the procedure was breast augmentation primary. Affected product for the left breast implant was catalog number 3501630, saline mentor smooth round moderate profile 225cc. On 6/4/2019, during evaluation of the sample a crease was observed. Within crease a rupture was observed in the anterior view, measurement approximately 0.3 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the original reporter name was reported incorrectly. The original reporter's name is (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/21/2019, it was reported to mentor that the patient had experienced capsular contracture baker grade IV on the right breast implant and ptosis on the left breast implant. The patient had undergone left breast mastopexy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/24/2019, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).